Event description:
The customer reported that has experienced high blood glucose and has been admitted to the hospital in reference to her anxiety and had high blood glucose while in the hospital. The customer also stated she has a couple of instances in the last year where her blood glucose would keep climbing above 290 mg/dl. No troubleshooting performed. The insulin pump was replaced due to a button error. "

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-16437.